Manufacturer narrative:
Submit date: 4/27/2018. The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports the tip of the syringe is leaking tip.

Manufacturer narrative:
Submission date: 08/21/2018 an investigation was performed for the reported customer complaint: ¿the customer reports the tip of the syringe is leaking tip.¿ a review of the device history record (DHR) for lot no. 726932x indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. Inspections focus on damaged product or components, holes, splits, or cracks in barrel which permit leakage, leakage in fluid pathway, and luer tip not to specification. Testing for this component during production includes the plunger being exercised during the assembly process to distribute the silicone in the barrel and on the rubber tip. Leak testing is also conducted to ensure the syringe draws, holds and expels fluid properly. Molded component records were also examined with no issues noted. No systemic issue with the product or process was identified. This syringe is intended to be a single use syringe and not qualified as a prefill syringe. Received was one (1) empty blister strip package. No syringe sample was included. The packaging did confirm the reported product code of 1186000777 and lot no. 726932x. Without a syringe sample, an investigation cannot be performed and the issue cannot be confirmed. There were no issues related to the reported condition found in a review of the dhrs, maintenance records, or process review. There is insufficient information available to determine a probable cause. The reported customer complaint is not confirmed. A root cause could not be determined. This complaint will be used for trending purposes. If information is provided in the future, a supplemental report will be issued.